Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the hospital for a follow up after undergoing a non device related procedure. Upon interrogation, the pulse generator exhibited back up vvi operation. No intervention was performed at this time.